Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission showed that the patient received inappropriate anti tachycardia pacing and shock for atrial fibrillation with rapid ventricular rate. Programming changes were made. The patient was in stable condition.